Event description:
On (B)(6) 2010, patient reported that the time on the infusion device needed to be corrected once or twice per month. Patient stated once or twice per month, he will notice that the infusion device time will be off by about 10 minutes. Patient reported the battery in the infusion device was last changed 2 weeks ago. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.